Event description:
It was reported that the customer experienced a low blood glucose (bg) level that displayed as "low", specific value was not provided. Cause was not known. Customer stopped insulin on the pump until bg level began to rise. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.